Manufacturer narrative:
(B)(4). Date sent: 2/7/2024 d4: batch # 502c56 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60w reload loaded on the device and an ecr60w reload(b) present. Both reloads were received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 502c56, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, device could not fire. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.